Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2023, a nurse used a ventilator to assist the patient in breathing. At 11:50, the ventilator gave an alarm, and the nurse on duty immediately went to the bedside to check. The ventilator displayed the message 'ventilation cancellation'. Stop working and the patient's blood oxygen drops to 80%. No consequences or harm to patient reported.